Manufacturer narrative:
Product investigation summary: a broken pedicle screw was delivered in two pieces, with the head detached from the screw. The two parts were put together without any problems; however, it was not possible to remove those two parts thereafter. There were heavy hammer strokes applied to the screw. Also, lateral movements were identified and it was not possible to detach the head from the screw. The exact cause which has led to the reported problem cannot be determined. It is likely that a heightened mechanical force has led to this problem. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was not implanted/explanted. (B)(6). Manufacture date: 01august2013. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the head has pooped of the screw during insertion. The screw was applied with pressure because of narrow space (l-s1) and hard bone quality. This made the doctor press hard on the screwdriver to succeed. The surgery was prolonged about ten (10) minutes. The patient outcome was just as expected; there was no patient harm. This is report 1 of 1 for com-(B)(4).